Event description:
Multi-function cardio-respiratory monitor with oxygen saturation capability being used on a pt in intensive care unit. Audible alarm for low saturation did not sound at central monitoring station or at bedside monitor; although, saturations dropped to approximately 70% before returning to normal. MFR aware, previously suggesting user error, however, professional staff does not agree.